Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 2269215 medical device expiration date: 26-sep-2022 device manufacture date: 31-oct-2027 device available for eval yes, returned to manufacturer on: 05-oct-2023 investigation summary customer returned (1) 0.3ml 29g 12.7mm syringe in an open polybag from the lot# 2269215. The customer reported that drug solution was not drawn. The returned syringe visually examined and observed no damages/issues. Functionality test was performed and no issues (not drawing) were observed. No issues of any kind was observed on the returned sample. Hence, embecta was not able to confirm the customer indicated issue. A review of the device history record was completed for batch #2269215. All inspections and challenges were performed per the applicable operations qc specifications. Root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe would not draw solution. The following was received by the initial reporter: the customer reported that drug solution was not drawn.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe would not draw solution. The following was received by the initial reporter: the customer reported that drug solution was not drawn.